Manufacturer narrative:
The event was initially assessed as non-reportable based on the complaint evaluation process in place at the time. Following system redevelopment, the event was re-evaluated and determined to be reportable. This submission is being made outside the 30-day timeframe and may be considered late, as the reportability determination occurred after the original awareness date. Procedures have been updated to support more timely identification going forward.

Event description:
It was reported that the ilet displayed an alert 38 indicating consecutive motor stalls after supplies were attached the prior night, and repeated restarts did not resolve the issue; the user performed a full supply change using new boxes and was advised that replacement supplies could be sent if needed, consistent with a failure to infuse related to the motor component. Symptoms included insufficient information regarding clinical effects. Outcomes included insufficient information regarding impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem identified during troubleshooting and a device issue consistent with failure to infuse traced to the motor component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.